Event description:
The customer reported that after a seal cycle, the surgeon cut but the knife would not retract, keeping the jaws from opening. No further info was provided as to how the device was removed from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.